Event description:
The patient's father reported that the battery cap does not stay on the pump. He said he tested his son's blood glucose and obtained a result of 536 mg/dl. The patient's father noted that the pump was turned off at this time. He also noticed a battery compartment crack on the side of the pump.

Manufacturer narrative:
The pump was not returned to animas. If the pump is returned the pump will be investigated and a supplemental report will be filed. The owner's booklet warns that cracks, chips or damage may impact the battery contact. It also instructs the user to check the battery cap to make sure the o-ring fits securely. It also stated that over tightening the battery cap can cause the pump case to crack.